Event description:
Stelo otc cgm reported blood sugar as 133 when one touch verio flex fingerstick reading was 89. That is 49.44% difference, considerably higher than the 20% difference that dexcom states for the stelo accuracy. That is simply one occurrence I noted. I had been on vacation that week and my stelo-reported blood sugar readings were high that week despite my continued healthy eating. Checked with a fingerstick another time, which was 107 vs stelo's reading of 167 - that's a 56.07% difference. I only had one stelo whose readings were close to a fingerstick reading. Usually there was a 30-point difference between the stelo & a fingerstick reading. So, trends were accurate, but not the readings. From stelo app: the accuracy of stelo: we've established stelo is 93% accurate, 1--but what does that really mean? It means that 93% of stelo readings fall within 20/20% ysi (yellow springs instrument) test criteria. This gold standard method is the most accurate way to test glucose. The 20/20% ysi criterion for accuracy states that: *if a lab result is greater than 70 mg/dl, the stelo value must be no more than 20% higher or lower than the reference value.? * if the lab result is less than 70 mg/dl, the stelo value must be within 20 mg/dl of the reference value.? Dexcom's clarity app processes the stelo otc cgm data and stated that average glucose 141 mg/dl & gmi 6.7 for 90 days / (B)(6) 2025.